Manufacturer narrative:
(B)(4). Conclusion: (stent graft was not completely deployed prior to removal of the delivery system). (Stent graft was implant in a patient with a pre-operatively ruptured aneurysm). (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 10 cm diameter pre-operatively ruptured abdominal aortic aneurysm a 3.5 cm right and left common iliac aneurysm and a 4 cm left hypogastric artery. There was approximately 40 degrees anterior angulation and 30 lateral angulation of the aortic neck. The patient was seen approximately four years ago where the aneurysm was 5.4cm. The patient was sent for cardiac clearance and had coronary bypass procedure at that time but did not return for follow-up on treatment of the aneurysm. It was reported that the patient presented at the ER with back and abdominal pain (indicating a pre-operatively ruptured aneurysm). Upon evaluation it was found that the patient had a 10cm aaa and bilateral common iliac aneurysms as well as a left hypogastric artery aneurysm. The aortic neck went from 24-33 mm in diameter within 1cm with severe anterior and lateral angulation. After spending several hours gaining access and embolizing the left hypogastric artery, the physician proceeded to the aneurysm. An endurant bifurcated stent graft was placed at the level of the renals; however, as the delivery system was being removed it was found that the distal end of the stent graft was not completely deployed first and the stent graft was pulled down approximately 3cms below the renals. A second endurant bifurcated stent graft was inserted from the same side and deployed without difficulty. Upon taking what was thought to be the final picture, there was a slight type 1a endoleak. The stent graft was re-ballooned with a reliant balloon and another manufacturer¿s 35mm balloon. The type 1 endoleak persisted. The second bifurcated stent graft was approximately 2mm below the left renal and almost 1 cm below the right. The decision was made to place a cuff just below the right renal in order to preserve the left renal and seal the aneurysm. The endoleak was sealed after the cuff was placed; however, it appeared that the left renal was covered. The physician attempted briefly to get into the left renal from the arm but was unable to do so. The patient¿s creatinine pre-procedure was 1.8 and had been given 300cc of contrast at that time; therefore, it was decided to finish the procedure. Two days post implant the renal function was not an issue. Both hypogastrics were covered due to the common iliac aneurysms; therefore, the patient's pelvis, buttocks and anus were necrosing. The patient¿s family elected to not perform any additional surgical interventions and the patient expired two days post implant due to pelvic necrosis from coverage of both hypogastric arteries.

Manufacturer narrative:
(B)(4).